Manufacturer narrative:
The customer contact indicated the devices were discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
General report received of an unspecified number of undocumented incidents of concurrent flow. The primary tubing sets were being used to deliver unspecified solutions at unspecified rates on the primary lines via symbiq pumps. After unspecified lengths of time, secondary tubing sets were connected to the primary tubing sets to deliver unspecified medications at rates of "200ml/hr and higher." The primary solution containers were lowered below the secondary solution containers. After unspecified lengths of time in use, the nurses noted the primary and secondary tubing sets were delivering concurrently. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.